Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, before use the foley catheter tip was bent.

Manufacturer narrative:
The reported event is confirmed cause unknown. Photo: received five (5) photo samples. All photo samples showcase an overview of an all silicone foley catheter and its packaging. Visual: received one (1) used all silicone foley catheter without original packaging. Verified material number 2758j14 and manufacturing lot number ngjz2838. Visual inspection of the sample noted the tip of the catheter was bent upon return. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, before use the foley catheter tip was bent. Per additional information received on 10oct2025, stated that, before using it on a patient, user noticed that the tip was bent, and did not use it on the patient because user thought there was a risk of ureteral damage if it was bent.